Event description:
Customer reported "pt IV tubing on pn leaking below the top blue piece of tubing that seats in pump. Pn was not running, but leaking out of tubing inside of pump door." No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.